Event description:
A report was received via social media that the patient's battery was no longer functioning. The patient will undergo an explant procedure. No further information could be obtained.